Event description:
It was reported that during a laparoscopic hernia procedure, when closing the peritoneum, the staple broke in two pieces at the end of the instrument. A small piece from the stapler nose was also broken off. The surgeon recovered the small piece from inside the abdomen without any time delay. The instrument could not be used after the breakage. There was no pt consequence.